Manufacturer narrative:
After battery installation device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller and corroded electronic assemblies. Unable to perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments or partial display due to display anomaly. Device received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone all that the insulin pump flashing display. The customer¿s blood glucose level was 205 mg/dl. The troubleshooting was performed for the flashing display and the display did not returned. The device will be returned for the analysis.